Manufacturer narrative:
Product ID 3888-33, lot# 0205915087, implanted: 2012 (B)(6), product type lead, product ID 3888-33, lot# 0205870564, implanted: 2012 (B)(6), product type lead, product ID 37083-60, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 37082-60, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3550-24, lot# 0205905305, implanted: 2012 (B)(6), product type accessory, product ID 3550-22, lot# 0205915668, product type accessory. (B)(4).

Event description:
It was reported that the patient had an infection mainly of the pocket of the device. The patient's symptoms/complications included pain and swelling. Antibiotic treatment was necessary. The patient was given intravenous (i.v.) Antibiotics for a couple of days, and then the patient was given oral (p.o.) For a few more days. With the medication, the infection was under control, and it was reported that the patient would keep the system. The type of infection was unknown. It was reported that the event required medical intervention (e.g. Intubation, pharmacological). The reporter was unable to obtain the patient's status at the time of the report. Additional information was requested but was not available at the date of this report.